Event description:
It was reported that upon interrogation, the atrial lead exhibited intermittent noise, resulting in auto mode switch episodes. All other device parameters were stable. The physician decided not to take any action at this time and the asymptomatic would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.